Manufacturer narrative:
(B) (4). Evaluation summary: the device may have fractured due to incomplete assembly to the driver instrument while in operation. The driver tabs need to be fully engaged into the slots on the reamer for proper torque the exact cause can not be determined with certainty. Evaluation: as returned, the threads of the reamer locking screw have fractured off at their base. The reamer appears to be in good condition and the straight driver is still functional. Both devices were found to meet print specifications and the device history records are conforming. The straight driver and the reamer have a potential field age of approximately 5 years and 6 months respectively.

Event description:
It is reported that the surgeon was reaming the glenoid when the spindle to the gold reamer broke off in the glenoid (straight) reamer shaft.